Event description:
It was reported that the patient is experiencing difficulty with the artificial urinary sphincter (aus) pump working consistently. The physician reports that it is difficult to trouble shoot the pump issue while the patient is awake. A revision surgery is booked for (B)(6) 2020 to trouble shoot the pump issue with the patient under sedation to decide whether the pump should be replaced or if there even is a pump malfunction.